Event description:
It was reported that the patient experienced prolonged hyperglycemia while using an ilet system with a dexcom g7, with cgm showing ¿high¿ and a glucometer reading of 593 mg/dl for a duration of a few hours; the caregiver reported insulin odor and a leaking cartridge, and supply-change steps were reviewed, including guidance not to attach the connector to the cartridge before inserting it into the pump. Symptoms included insufficiently characterized clinical effects. Outcomes included insufficiently characterized health impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings were available, the medical device problem and device component could not be further defined due to insufficient information, and the event was associated with high glucose. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.